Event description:
It was reported that the customer went to the emergency room and was hospitalized due to a diabetes-related issue while using the pump and related supplies for insulin therapy on (B)(6) 2025. The highest blood glucose level recorded during the incident was 350 mg/dl while the lowest blood glucose level was recorded as 91 mg/dl. No injuries were caused by the event, and the customer declined further troubleshooting, with the cause of the issue remaining unknown.